Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was seeking medical attention with hypoglycemia. The patient's blood glucose levels were not given and it is unknown how long the pod was worn. The pdm setting were changed to a target increased to 140 mg/dl and max bolus decreased. Three follow ups were attempted but no new information was provided.